Event description:
It was reported that during a coronary stenting treatment procedure, balloon inflation issue occurred. The target lesion was located in the heavily calcified mid left anterior descending artery. The lesion was wired with a non bsc device and predilated with a 2.00 mm x 15 mm emerge balloon catheter to 12 atmospheres. The balloon appeared to extend beyond the proximal marker. The balloon length was longer than the stated length on the packing. This was noticed on fluoroscopic images during balloon inflation. The balloon was deflated and removed from the patient. The lesion was then predilated using a 2.5mm x15mm non-bsc balloon catheter and stented with a 3.0x20mm promus stent with an excellent result. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).